Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their liberty select cycler after ending their pd treatment. The patient initially contacted fresenius after the cycler would not progress from dwell 6 of 8 o treatment. Treatment was cancelled and the patient received the air detected in cassette alarm multiple times during stat drain 6. Fluid was identified on the pumps as well as the external of the cycler set cassette. The film on the back of the cycler set cassette was not loose. However a pinhole was identified in one of the mounds. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). The patient reported they would not re-setup the cycler that night and would instead revert to manual exchange in order to complete pd treatment. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced an adverse event or required medical intervention as a result of the reported issue. The cycler set is not available to be returned to the manufacturer for physical evaluation as the patient was advised by technical support to discard it.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their liberty select cycler after ending their pd treatment. The patient initially contacted fresenius after the cycler would not progress from dwell 6 of 8 o treatment. Treatment was cancelled and the patient received the air detected in cassette alarm multiple times during stat drain 6. Fluid was identified on the pumps as well as the external of the cycler set cassette. The film on the back of the cycler set cassette was not loose. However a pinhole was identified in one of the mounds. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). The patient reported they would not re-setup the cycler that night and would instead revert to manual exchange in order to complete pd treatment. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced an adverse event or required medical intervention as a result of the reported issue. The cycler set is not available to be returned to the manufacturer for physical evaluation as the patient was advised by technical support to discard it.